Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: during investigation, evidence of moisture corrosion was found in the display screen and in the battery canister. A leak was found in the display lens. The battery compartment and cap were undamaged and were able to fit securely. The pump was unable to power up and was completely unresponsive. The pump cover was removed to find further moisture ingress on the power printed circuit board and continuous glucose monitoring module. The short battery life issue was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.